Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to discharge when set at 200 joules. However, the device discharged at all other energy settings. Complainant indicated that there was no pt involvement in the reported malfunction.